Event description:
It was reported via repair work order that the jack assembly was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the jack assembly had malfunctioned and was stuck as a result.

Event description:
It was reported via repair work order that the jack assembly was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replaced by dealer.